Manufacturer narrative:
Per the instructions for use (IFU), valve malposition is a known potential complication associated with the transcatheter mitral valve replacement (tmvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition, including, but not limited to, improper positioning prior to deployment and poor image intensifier angle.   Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures.   Review of the physician training manual revealed procedural considerations include the importance of a coplanar view; ¿the fluoroscopic viewing angle for valve positioning and deployment should be coplanar to the base ring of the surgical prostheses (if visible).¿ and ¿the typical coplanar angle for mitral valve-in-valve is rao 40-60 degrees.¿ the physician training manual also states the following considerations, ¿insert 0.035¿ 145 cm soft j wire through the mitral bioprosthesis and exchange for an amplatz extra stiff wire. Position the guidewire in the right superior pulmonary vein to facilitate the appropriate coaxial angle between the transcatheter valve and mitral prosthesis. An alternate option is to position a pre-shaped stiff wire in the left atrial cavity¿. Review of the instructions for use (IFU) indicates ¿patients with pre-existing bioprostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment¿. In this case, incorrect fluoroscopy angle and misinterpretation of the position of the valve, lead to its deployment in the lvot instead of the intended mitral position. There was no evidence or allegation of a device malfunction in the report. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Thv/tvt registry. (B)(4).  The valve was not returned to edwards lifesciences as it was discarded by the facility. This is one of two reports being submitted for this case.  Please reference manufacturer report no. 2015691-2018-02059.

Event description:
As reported, during a valve in valve (sapien 3 in surgical valve) tmvr procedure via transapical approach, the valve was inadvertently placed in a ¿reverse position to the mitral position¿ and patient was emergently converted to redo sternotomy. The plan was to perform a 29mm sapien 3 valve in valve in failing mitral surgical bioprosthesis.  Tee verified the wire was through the mitral valve; on fluoro the aortic and mitral were on top of each other, however, this was not noticed until balloon inflation was at 50%.   Post deployment the patient had significant aortic valvular insufficiency. Per the operative report, the patient was placed on pump and the chest was opened. The old failing mitral bioprosthetic valve was excised, but the surgeon ¿could not even really feel the other sapien 3 valve¿.  A transverse aortotomy was made 2 cm above the right coronary ostium, and through the aortic leaflets they were able to locate the s3 valve. The s3 valve was crushed, pushed back into the ventricle and aorta, and then pulled out through the arteriotomy.  A surgical valve was implanted in the mitral position.  The patient was reported to be in the hospital making progress and off the ventilator.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.